Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the bile ducts during a procedure performed on (B)(6) 2026. During the procedure, a balloon catheter was damaged within the bile ducts, leaving a fragment retained in the anatomy. The physician attempted retrieval, but the fragment could not be removed. A stent was placed, pending further intervention. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review was completed and confirmed that the event of "catheter break, unretrieved device fragments (udf), additional device required and cancelled/rescheduled - post sedation/sedation unknown' were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device history records review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used in the bile ducts during a procedure performed on (B)(6) 2026. During the procedure, a balloon catheter was damaged within the bile ducts, leaving a fragment retained in the anatomy. The physician attempted retrieval, but the fragment could not be removed. A stent was placed, pending further intervention. There were no reported patient complications as a result of this event.